Event description:
It was reported via the sales rep, that the internal measuring device will not slide into the sleeve as intended. The sales rep added that the internal measuring device becomes stuck within the sleeve as he tries to push it in. The sales rep added that there is a ridge within the sleeve which the internal measuring device should pass when inserted, however, the internal measuring device becomes stuck at this point and will not move further down the sleeve. No adverse consequences were reported.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.